Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump she's been using for the past 25 years suddenly died on her. Her blood glucose at the time of incident was 536 mg/dl. She stated that the pump turned off the previous night and she turned it back on, but in the morning the pump shut off again. Troubleshooting was initiated for the blank display. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. The insulin pump had minor scratches on the display window and cracked battery tube threads.